Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on approximately (B)(6) 2015. Patient reported to distributor that no wire was seen after removing the sensor. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).